Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ that two (2) tubes contained fibrin in the serum. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® sst¿ that two (2) tubes contained fibrin in the serum. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of additive defects relating to fibrin was not observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.